Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after a bolus. The customer stated that this issue had persisted excessively for about a month. The customer's blood glucose was 123 mg/dl. She stated that she replaced the infusion set several times, but the alarms recurred. No bent cannulas were found. She changed the insertion site and tried to bolus, but the insulin pump alarmed no delivery again. The customer stated that she did not use the serter device according to recommended instructions. She stated that she had already tried all remedies in attempts to resolve the issue and declined troubleshooting assistance for the matter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.